Event description:
As reported by the edwards clinical specialist, during a transapical tavr case following insertion of the 23mm ascendra sheath, the patient was having a moderate amount of bleeding lateral to the insertion point of the sheath. Before removing the sheath an apical tear was noted lateral to the sheath insertion. Per report, attempts were made to slow the bleeding by tightening up the purse strings. This helped temporarily and the physician elected to move forward with valve implantation in an expeditious manner. Of note, there were significant fluctuations in blood pressure during the procedure as anesthesia was having difficulty controlling the pressure. After sheath insertion the patient¿s blood pressure dropped into the 70'smmhg and then bounced up to the 180'smmhg systole after being treated. The patient's left ventricle was hyperdynamic at the time of the procedure and was estimated to be at 80% ejection fraction. The procedure continued with the balloon valvuloplasty and implantation of the sapien valve. Before removing the sheath, an apical tear was noted lateral to the sheath insertion site and the patient was placed on cardiopulmonary bypass (cpb) to decompress the left ventricle for sheath removal and to repair the apex. The repair took about an hour and it was ultimately resolved by closing up the apex with a pericardial patch. The patient received five units of packed red blood cells, two units of fresh frozen plasma, and two units of cryoprecipitate during the case. The patient was weaned off of cpb and transferred to ICU, intubated and in stable condition. Two days post tavr the patient was reported as doing well. The patient was extubated one day post tavr and noted to be neurologically intact. The possible root cause for the apical injury was attributed to the patient¿s friable apex and hyperdynamic left ventricle.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good haemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, patient and procedural considerations likely caused or contributed to the event; per report, this was an elderly patient (B)(6) with friable ventricular tissue and hyperdynamic left ventricle (the pre-procedure ejection fraction was estimated at 60%). There was no indication this event was a result of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.